Event description:
It was reported that 3 of the bd luer lok¿ tip syringe with the bd precisionglide¿ needle sterility was compromised. The following information was provided by the initial reporter: clinicians are reported that many patients are experiencing fever post op period. Team is currently evaluating possible sources and all the medical consumable items like syringes, IV sets etc are getting evaluated. Clinicians are doubting that bd blister pack is not air-tight and could be one of the possible source for such incidences. Since bd blister pack syringes (discardit & ll) are collapsible while compressing the syringe packet.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6 investigation summary: the device history review (DHR) of material number 300844 with lot number 2335261 was checked and there was no quality notification found on this lot number from its production date to its dispatch on date. The investigation and simulation were carried out on one retention samples and the three received samples, where the investigating team has performed burst test for package seal integrity poor and burst test results were found within specification. The exact root cause could not be determined. The complaint cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended.